Event description:
It was reported that during pulse generator change out procedure, inappropriate auto mode switch episodes due to atrial noise were noted. The noise was reproducible with isometrics. The lead was deactivated and capped. The patients condition was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.